Event description:
The surgeon experienced three failed attempts at implanting the fixture on (B)(6), 2014. It was reported that the fixture would only spin within the bone and subsequently the procedure was aborted.

Manufacturer narrative:
(B)(4): device currently unavailable.

Manufacturer narrative:
This report is filed (B)(4) 2014.